Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing the transmission, the right ventricular lead was observed to exhibit a high capture threshold and high pacing impedance. The physician suspected an insulation breach. Programming changes were made and the patient was in stable condition.